Manufacturer narrative:
Refers to the main device, the other relevant component includes: product ID: 8870, serial#: unknown, implanted: n/a, explanted: n/a, product type: software, ubd: n/a , UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 2000 mcg/ml of lioresal at 143.9 mcg/day as of (B)(6) 2020 via an implantable pump. The patient had informed their healthcare provider that they have had had problems in the past (about 15 years ago) with pocket fills occurring at the va (veteran affairs) please refer to MFR report number 2182207-2021-00256 regarding this information and stated one of the issues was related to programming. The patient reported the healthcare provider had changed the concentration but did not account for this when re-programming. The patient stated they were overdosed at one point. The hcp stated they only had information from the patient regarding this event and their information was limited.